Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage to the motor, battery tube, and vibrator assembly. No moisture damage was noted to the keypad assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer's mother reported via telephone call that the insulin pump had fallen into a cooler and had fluid visible under the display. The blood glucose reading was 219 mg/dl. She was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.